Event description:
It was reported that high lead impedance was observed when the patient's device was interrogated by the treating neurologist. It was reported that the device was not programmed off. Further follow-up revealed that the physician ordered x-rays; however, the physician had not yet reviewed the results. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely; however, has not yet been scheduled.

Event description:
The physician indicated that x-rays were sent to the treating neurologist to review. The physician did not believe that the patient had been referred to surgeon because the neurologist wanted to review the x-rays prior to making a decision. The physician indicated that the patient's condition is stable and has had no change in his condition. The physician was not aware of any patient manipulation or trauma that could have caused or contributed to the high impedance. The physician indicated that the patient had no history of falls.

Event description:
The neurologist believes the patient's device is still working. The neurologist plans to monitor the patient's seizure activity and will determine if additional measures should be taken.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the generator and lead confirmed that all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was scheduled for surgery. It was reported that the patient's generator was at ifi = yes and that generator replacement was planned. It was reported that the patient had experienced three 911 emergencies since the beginning of (B)(6) due solely to seizures. It was reported that the physician had recently adjusted the vns to settings outside of therapeutic dosing range to spare the battery, which may have contributed to the increase in seizures. During the surgery, high impedance (>10,000 ohms) was again observed with the new generator attached to the existing lead. Lead replacement was planned for a later time. The implant card was received which confirmed that only the generator was replaced and that high impedance was observed. The explanted generator has not been received for analysis to date. No known surgical intervention for the lead has been performed to date.

Event description:
The patient underwent lead replacement surgery on (B)(6) 2014. An implant card indicated that the lead impedance was within normal limits (1459 ohms). It was reported that the operating room discards explanted devices unless they are notified before surgery. No product analysis can be performed.

Event description:
Further follow-up revealed that the physician believes that the increase in seizures is a result of the decreased efficacy as a result of the loss of therapy associated with the high impedance. The physician plans to increase the device settings gradually and monitor the patient's seizures.